Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Event problem and evaluation codes: results code(s): (operational problem): - visual inspection of the returned product found the lens torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq5010v silicone three piece lens, +1.0 diopter, and the lens flipped in the eye. The lens was removed with no patient injury and the backup lens was implanted.